Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced no sound and the speaker was defective. The speaker was replaced. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time.

Event description:
During evaluation at bench repair, it was identified that the device had no audio. This device was not in clinical use at the time the issue was discovered; there was no patient or user harm reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.